Event description:
Additional information: it was reported that the patient had evidence of hemolysis which was thought to be due to a mild perivalvular leak seen on a previous transthoracic echocardiogram (tte). The patient had a perivalvular leak closure done in the cath lab; however, hemolysis did not resolve. A repeat ramp study performed was positive indicating some obstruction to flow which was consistent with a suspected pump thrombosis. The patient was not agreeable to surgery for a pump exchange and was not a suitable candidate for surgery given their comorbidities and frailty. The patient was signed on to hospice and continued palliative measures including anticoagulation with coumadin, aspirin (and plavix for 2 weeks given closure device) as well as diuretics. On (B)(6) 2016, the patient expired. The cause of expiration reported was device thrombosis.

Manufacturer narrative:
The report of hemolysis and suspected thrombus and their correlation to the device could not be conclusively determined. The patient¿s pump was not explanted. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had elevated lactate dehydrogenase (ldh) levels. The hospital was attempting to determine the cause of the elevated ldh; whether it was due to hemolysis from a perivalvular leak or pump thrombosis. The patient was hospitalized and unspecified medication changes were made. No further information was provided.